Manufacturer narrative:
Pending investigation. D10: serial number item number and full description: (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2021. The patient presented on (B)(6) 2023 and patient had increased shoulder pain after hemiarthroplasty; no injury. The patient was revised on (B)(6) 2023. The case report form indicates that this event is definitely not related to device, definitely not related to procedure. Outcome: resolved on (B)(6) 2023.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h4, h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.